Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was pre-set to 1.5. The surgeon tested the valve patency by raising the valve in the air creating a different pressure; however, no cerebrospinal fluid flowed out from the peritoneal end. The valve was replaced with a different valve to continue the procedure. This resulted in a 15 minute delay in the procedure. The patient was not affected and was alive. The valve had not been attached to the patient yet.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux testing, siphon control, reflux and leakage, pressure/flow and pre-implantation testing. No signs of damage on the valve or debris were observed on the valve. The description of the event indicates use of patency test that is not indicated in the instructions for use for strata ii burr hole valves ((B)(4)). Instructions listed in the IFU are the recommend method to determine if the valve is patent or not. DHR review of lot # e70212 did not indicate any defects related to the issue observed in the field. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no patient contact or any other issue which contributed to the issue. The surgeon tested it using saline before attaching to the patient.